Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the color change of the implant from white (dry to grey (wet) was incomplete. The product was implanted and no harm to the patient was reported.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with product from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related ro an insufficient usage. Rational: according to the provided information, the root cause of the failure is most probably related to an insufficient usage. Based on the statement of the surgeon, we exclude a material or manufacturing related error. No CAPA is necessary.